Manufacturer narrative:
(B)(4). Additional information was requested and the following information was obtained: what was being done when the suture broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.) What tissue was being approximated or sutured when it broke skin closure, plastic surgery procedure name and date (B)(6) 2021. Pls see event description. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke during skin closure. There were no adverse patient consequences reported. No additional information was provided.